Event description:
The customer reported that the device would lock up during testing and the speaker was bad.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up during testing and the speaker was bad. The unit was evaluated at philips. The reported symptoms could not be duplicated, and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptoms could not be duplicated.